Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that data was missing from the pump history. Customer entered low blood glucose levels (50-60 mg/dl) which were not reflected in pump data. The cause of the low blood glucose level is unk.